Event description:
A medtronic representative reported that, while setting-up for a functional endoscopic sinus surgery (fess), the site navigation system displayed an error message: emitter failure, please re-boot. Trouble-shooting did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site 09/23/2014. Medtronic investigation of returned suspect device finds that when the field generator is connected to a test system, the navigation tab shows red status and has error: axiem emitter low drive error. Diagnostics in the cranial application show a fault on coil #5. Electrical failure - red status/no tracking caused the event. 09/29/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.